Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D6b: this product was not explanted.

Event description:
It was reported the patient underwent a right hip revision approximately 8 years post implantation due to alval, severe muscle and bone destruction, pelvic ring fracture, and elevated metal ions. During the revision, trunnionosis was identified. The femoral stem remained intact, and all other components were replaced without complication.

Manufacturer narrative:
Reported event was confirmed due to the review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient underwent an initial right total hip arthroplasty on 02 feb 2010. Zimmer biomet components were implanted without complications. The patient underwent a revision procedure on 18 apr 2018 due to failed hip arthroplasty. The patient had alval metal hypersensitivity reaction, muscle weakness, and muscle destruction. The right posterior pelvic ring had fractured. Lab reports indicated elevated cobalt and chromium levels. A large pseudocyst was present with approximately a liter of green-tinged fluid consistent with alval. Extensive trunnionosis with blackened trunnion. All the products were replaced with new zimmer biomet components. No other findings/complications related to the reported event was identified. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed due to the review of medical records. Medical records were provided and the review identified pain, swelling of the right hip, diagnosed with greater trochanteric bursitis, full rom. The MRI notes identified ; prominent lucent lesion involving the superior right acetabulum and right iliac bone along the superior margin of the right acetabular prosthetic component, pockets of fluid within the right inguinal region and along the posterolateral margin of the right greater trochanter suggestive of iliopsoas and trochanteric bursitis. Device history record (DHR) was reviewed and no discrepancies were found. Additional information does not change the root cause of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: cat# 01.00634.054 zimmer mmc cup 54/46mm code l lot# 2528363; cat# 01.00181.460 metasul large diameter hd 46/l lot#2431254; cat# 01.00185.146 head adapter m/0 12/14-18/20 lot# 2516387. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right hip revision approximately 8 years post implantation due to alval, severe muscle and muscle destruction, right posterior pelvic ring fracture, severe iliac bone destruction and proximal femur destruction, and elevated metal ions. During the revision, there was a large pseudocyst which had approximately a liter of fluid that was slightly green-tinged and trunnionosis was identified. Further, it was noted the patient had an estimated blood loss of 2000ml, 2 units of prbc and 2 units of ffp were transfused. All components were replaced without complication. No additional information.